Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the monitoring cables failed during a patient use on (B)(6) 2017. It was reported that the alleged failure was observed while the device was in patient use. However, no adverse patient impact was reported by the customer.